Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.812.521, lot: l916575, manufacturing site: hägendorf, release to warehouse date: october 10, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Nonconformance report was generated during production ¿ a ¿use-as-is¿ rational was provided. The ¿use-as-is¿ rational shows that the parts are fit-for-use and can be released to the market. Final inspection is 100% completed on these parts as per product quality plan. Function check involved gripping and pivoting of implant/gauge. The mentioned non-conformance is not relevant to the complaint condition. Visual inspection: the advanced appl inner shaft (p/n: 03.812.521, lot #: l916575) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the scratches and discoloration was observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: a functional test was not performed as the device was returned by itself. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: specified dimensions: shaft diameter measured dimensions: shaft diameter =conforming. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed clamp cpl clamp shaft. Complaint confirmed? No. Investigation conclusion: the complaint condition was not confirmed for the advanced appl inner shaft (p/n: 03.812.521, lot #: l916575). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the t-pal advanced applicator inner shaft was unable to hold cages. There was no patient or surgical involvement. This report is for one (1) t-pal advanced applicator inner shaft. This is report 1 of 1 for (B)(4).